Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8249594. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the representative samples provided to our facility were evaluated for specification conformance and found to be within the acceptable range for all parameters. Unfortunately without the affected sample, the root cause for this complaint could not be determined at the conclusion of our review

Event description:
It was reported that a safety guard failure occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "verbatim: " clinician was replacing a subcutaneous butterfly on her patient and the needle's safety guard failed post insertion". Happened prior to use no injuries occurred one incident reported."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety guard failure occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "verbatim: "clinician was replacing a subcutaneous butterfly on her patient and the needle's safety guard failed post insertion". Happened prior to use no injuries occurred one incident reported."